Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 500 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ER. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.